Event description:
It was reported that two weeks post-procedure, the right ventricular (rv) lead was not functioning properly when high capture thresholds were observed. The physician chose to explant the rv lead and a new rv lead was implanted. Upon removal of the rv lead, a silicone-like white substance was found around the tip of the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of silicone-like white substance was confirmed, while the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and traces of blood. A review of the photos from the field confirmed that the steroid plug was inside the helix assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.